Event description:
Event description guidant received information that these atrial and ventricular leads dislodged which resulted in poor sensing and intermittent loss of capture. During the repositioning procedure, the atrial (4086) lead's helix became locked in the extended position and tissue was on the helix. The ventricular lead's helix was locked in the extended position possibly from extending and retracting the lead's helix.,